Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort at the ipg site. Surgical intervention is planned to address the issue.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention addressed the issue.